Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change, and despite removing supplies and performing a dry run, the device displayed alert 38 indicating a consecutive motor stall, resulting in failure to infuse; the affected component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the event aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.